Manufacturer narrative:
Concomitant products: addr01, ipg, implanted: (B)(6) 2014.

Event description:
It was reported that the patient had syncope and dizziness. It was further reported that the right ventricular (rv) lead had no capture when the patient extends their left arm across the body or exerts the left arm during normal activity. Additionally, the right ventricular (rv) lead was oversensing artifact, causing pacing inhibition. A possible insulation or conductor damage was suspected. It was also reported that the right atrial (ra) lead had high thresholds since the patient had heart surgery in (B)(6) 2016. The leads were both capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.